Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully completed reset with no recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.